Event description:
Severe localized pain, severe inflammatory reaction, localized swelling, restricted movement of leg. Information was received on 7-march-2007 from a female patient with an unknown medical history, who experienced severe localized pain, severe inflammatory reaction, localized swelling, restricted movement of leg and synvisc worked initially. The patient began treatment with synvisc on an unknown date. The patient received an unknown number of injections of synvisc into an unknown site on an unknown date (s). The patient reported that synvisc initially helped, but after two and a half series, she had experienced a severe inflammatory reaction, severe localized pain - almost instantaneously after the injection, swelling, and restricted movement of her leg. At the time of this report, the patient had not yet recovered. Additional information was received on 20-mar-2007 from the physician. The patient had a medical history of years of mild left knee osteoarthritis with joint narrowing that was treated with steroids and past series of synvisc. The patient received her synvisc injections in the left knee in 2006, seven days later and the following sevend days after that. No effusion was collected prior to any synvisc injections. The physician stated that the severe localized pain started two days earlier and resolved after a cortisone injection done by an outside medical doctor. At the time of this report, it was unknown if the patient had recovered from the severe inflammatory reaction, localized swelling and restricted movement of the leg. Manufacturer's comment: synovial fluid or effusion should be removed before each injection of synvisc.